Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, infection, swelling, abscess, inflammation. Tooth 46 was extracted on (B)(6) 2021; probably there were still germs in the bone which became active again in connection with the implantation.